Event description:
It was reported that the patient faced an event where pain at infusion set site and cannula was bent which led to high blood glucose and treated with pump on (B)(6) 2026.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.